Manufacturer narrative:
The date the device was returned to the manufacturer was reported as december 4, 2017 in the initial report and has been updated to january 8, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s contact name and facility name were not provided. Reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device had low speed, even after changing the battery and emitted a noise from inside after washing. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.